Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01545. This report is being submitted as additional information. The patient weight was not provided approximate age of device - 2 years, 8 months. The patient remains ongoing on lvad support. A specific cause for the patient¿s elevated ldh and a correlation to the device could not be established through this evaluation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 for elevated lactate dehydrogenase (ldh) at 841 u/l (baseline 200 u/l). The patient was on asa (acetylsalicylic acid) 325, plavix 75 mg daily and coumadin. An inr on (B)(6) 2018 was 3.1, on (B)(6) 2018 was 1.9. The patient was hypertensive and medication noncompliance was suspected. Additional information requested but was not provided.